Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1, h10. Correction: initial report incorrectly stated "the customer's allegation was not confirmed."; however; the device evaluation confirmed the customer's event. Corrected e1 to add the reporting person's name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that this event was caused by a failure of the circuit (cr) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a faulty circuit board resulting in black screen at start up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the screen is black when starting up the high flow insufflation unit. The issue was found during a laparoscope procedure. The procedure was completed using a similar device with no delay. The customer was not under sedation. There were no reports of patient harm.